Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse checked the water, probe counts, and server 3 probe alignment and returned acceptable. A naoh clean was performed on the reagent arm 5. The bottom of cuvette (bocc) was adjusted. System was fully functional upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated carbon dioxide result was obtained from a dimension vista 1500 instrument. The initial result was not reported to the physician(s). The initial sample was repeated on the same instrument and again on an alternate dimension vista 1500 instrument. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated carbon dioxide result.